Event description:
Reference number (B)(4). Event occurred in canada. It was reported that, the patient experienced infusion set leakage issue on 10-oct-2024. The leakage was located at site and cannula, and occured after 1 day of use. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: canada.